Manufacturer narrative:
Intuitive followed up and obtained additional information. The list didn't go around, and it was replaced with another instrument and no problem. The instrument was not static. It could be controlled, but it didn't work as expected. It did not move in the opposite/wrong direction. No visible damage and no damage to instrument tips.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the 8mm maryland bipolar forceps instrument movement is not intuitive. It did not work well. After replacing the instrument with another one, the problem was solved. The procedure was completing as planned with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.